Event description:
It was reported that pump t button was no longer working and was later found to be missing, which prevented normal use of the device. There was no reported impact to the customer¿s blood glucose level. Customer was provided a replacement pump, and distributor arranged return of affected pump for further evaluation, although pump could not be tested due to missing button and no additional information was received regarding the outcome of the event.